Event description:
A dialysis facility reported that a patient removed more fluid than desired during a hemodialysis treatment. Information available at this time is very limited. The patient was weighed 1.5 hrs. Into the treatment and had lost 2.9 kg. The machine indicated that 960 ml. Was removed. Treatment was completed on another machine with no problems.